Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a red alert for out of range shock impedances. Boston scientific technical services (ts) reviewed the referenced clinic's data and did not find an alert. The alert had triggered a few days prior and the physician was out on vacation during that time. However, ts indicated the event was likely to have been taken care of already. The device remains in service. No adverse patient effects were reported.